Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed via remote transmission. Loss of capture, double-counting of r-waves, t-wave oversensing, and p-wave undersensing were noted. The patient was found to be in a state of hyperkalemia at the time the events were recorded. After restoration of normal potassium levels, the device was back to functioning normally. The patient was stable.

Manufacturer narrative:
The reported event of noise and loss of capture was observed in the device image, however it could not be reproduced in the lab. Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced.